Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that several short v-v intervals were noted; however, the patient was seen the following day and no issues were found. No programming changes were made and the lead will be monitored monthly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed low r wave amplitude on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.